Event description:
It was reported the patient had experienced an increase in the recharge burden with the ipg. The sjm representative met with the patient and was unable to communicate with the ipg using multiple external devices. A replacement charging system was sent to the patient, which did not resolve the issue. Follow up identified the physician planned to undertake surgical intervention to replace the ipg.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.